Manufacturer narrative:
The agent reported revision for infection. Complaint has been evaluated and is similar to report number 1644408-2019-00823; 391-09-704, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to grossly infected requiring removal of components & placement of spacer. Female 71.